Event description:
It was reported, that a patient presented to clinic for a generator upgrade. Device interrogation revealed, high pacing impedance and loss of capture on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.